Event description:
It has been reported to philips that the room would not power up all the way. The phase breakers were tripped. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the room would not power up all the way and the phase breakers were tripped. When the customer reset the breakers and attempted to turn on the system, the breakers tripped again. Review of the system log file also showed that the l2 phase breaker was tripped. The philips field service engineer (fse) inspected the system onsite. The fse could not duplicate the reported problem, however concluded that the reported symptom's were consistent with a source power failure. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.